Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2017-10025.

Event description:
The sales rep reported via email that his offset femoral aimer 7mm and acl disposables kit failed during an acl procedure. When the aimer was placed in the joint and the beath pin was drilled through, the femoral aimer would leave little metal shards in the patients knee joint. The beath pin was damaged. The case was completed using the reported devices after all of the metal shards were collected and removed. All debris was removed from patient. There was no adverse patient consequence. There was a 10 minute time delay. The device will be returned for evaluation.

Manufacturer narrative:
This follow up is being filed to correct date to (B)(6) 2016. It was incorrectly reported on initial medwatch 1221934-2017-10049 as (B)(6) 2017.